Event description:
Patient self tester alleged imprecision when testing with inratio product. Results as follows: (B)(6) 2015 inratio=7.5; then inratio=2.7 (about a week apart - exact date not provided). The patient self tester stated this happened for the last 3 weeks (each reading about a week apart). No dates were provided.

Manufacturer narrative:
The customer reported imprecise inratio inr values during testing. It is indicated that product is not returning for evaluation. Therefore, an investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. Lot meets release specification. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.